Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an anterior cruciate ligament repair, the patient had swelling, cellulitis and bacterial wound infection of escherichia coli, staphylococcus aureus and enterococcus faecalis at the incision site. A new suture was used to resolve the issue.